Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mash was used. The patient had another procedure on (B)(6) 2010 at which another mash was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04033. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence, cystocele, vaginal and uterine prolapse. The patient experienced chronic pain, foul vaginal discharge, urinary problems, chronic infections and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: it was reported that the mesh was surgically removed on (B)(4) 2011 due to pain, dyspareunia and erosion. Additional patient (B)(4) "dyspareunia".